Event description:
It was reported the patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. An appointment date of 2015-(B)(4) was noted.

Event description:
It was reported, the patient had a sudden loss of stimulation sensation and a sudden loss of therapeutic effect. The patient had fallen five times in the last five months. Their stimulator was not working and replacement surgery was scheduled. The stimulator was on ¿low.¿ the patient was told it would last five years. The patient also had high blood pressure, asthma, and allergies. The patient had greater than fifty percent symptom reduction. The issues were ongoing. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# v779355, implanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).